Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon dilating the lesion part multiple times, the balloon ruptured. The device was replaced with wolverine balloon catheter and the procedure was completed. There were no patient complications nor injuries reported.